Manufacturer narrative:
Investigation: unconfirmed, no sample received. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer and not correlate this symptom with a potential cause linked to bd process. Batch record review did not identify any issue related to the problem statement.

Event description:
It was reported that the needle shield was removed from the ultrasafe plus x100l pr green ccl amg before use and the plunger fell out of the syringe. The following information was provided by the initial reporter: "they have removed the needle shield and suddenly the plunger rod was falling out of the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle shield was removed from the ultrasafe plus x100l pr green ccl amg before use and the plunger fell out of the syringe. The following information was provided by the initial reporter: "they have removed the needle shield and suddenly the plunger rod was falling out of the syringe."